Event description:
It was reported that the patient presented remotely via a merlin@home transmission. It was noted that freeze capture indicated non-sustained right ventricular oversensing. The event appeared to show apparent loss of biventricular capture. Recommendations were made to bring the patient in for further evaluation of capture thresholds and to increase output as necessary. There were no reported patient consequences.